Manufacturer narrative:
Investigation: one photo was received for evaluation. It shows two needle assemblies. The needles are different size. They are also from different batches, and from the photo it is not possible to confirm the lot #of the larger needle. This was inadvertently caused on the needle integration assembly line during production. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that a box of bd precisionglide¿ needles 25g x 5/8 contained needles of different sizes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a box of bd precisionglide¿ needles 25g x 5/8 contained needles of different sizes.